Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4968-35 lead, implanted (B)(6)2009. (B)(4).

Event description:
It was reported that right ventricular (rv) coil impedance was high (200 ohms), triggering an alert. Technical services discussed non-invasive and invasive testing to examine lead insertion and integrity. Additional information was received that the device was interrogated and all diagnostics were normal. The patient has never used the device. No changes were made to the device system and the patient will be monitored. The lead remains in use. No patient complications have been reported as a result of this event.